Event description:
It was reported to philips that the operating table suddenly began to move, and the doctor had to stop the procedure and restart the equipment. After restarting, the equipment returned to normal. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that the table cannot be locked during use. Since the device was out of warranty, customer refused service from philips and asked a third party to evaluate and repair the device. No service has been performed by philips as no failure was identified. To date, no further information was received.